Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The physician attempted to reposition the device and caused a tear in the sterile sleeve. Transferred to another facility for escalation of care aa the torn sterile sleeve was thought to be an infection risk. Support continued with the pump following the event. There was no reported harm to the patient, and it was noted that they survived the procedure.

Manufacturer narrative:
The investigation for the reported package damage issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was a damaged sterile sleeve during repositioning due to improper technique. This report is being filed as part of a retrospective review of historical records.